Event description:
Consumer reported that the tooth type is a type 2. The consumer also reported that the time of loss in relation to implantation is before prosthetic restoration, the consumer also reported that primary stability was not achieved & that the implant did not achieve osseointegration. There was also an immediate extraction of the site.

Manufacturer narrative:
Consumer reported that the tooth type is a type 2. The consumer also reported that the time of loss in relation to implantation is before prosthetic restoration, the consumer also reported that primary stability was not achieved & that the implant did not achieve osseointegration. There was also an immediate extraction of the site.